Event description:
It was reported that the user experienced frequent occlusion alerts followed by a ¿restart 38¿ consecutive stalled motor alert, after which the user transitioned to secondary therapy and arranged for a replacement ilet; blood glucose rose to 315 mg/dl and remained high for about four hours, and the ilet alerted for high glucose. Symptoms included hyperglycemia, while the user reported feeling okay. Outcomes included no health consequences or impact and no need for medical or non-medical assistance. Investigation included communication with the user, analysis of information provided by the user, and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.